Event description:
The product was used during a transanal prostectomy procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.